Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead impedance has dramatically increased over the last few months. Increase rv capture threshold and decrease r waves sensing were also observed. It was stated that the patient stumbled, and may have fallen around the time the anomaly was observed. Further information notes that the patient presented to the hospital for pneumonia. X rays were performed and no lead issue was noted. Patient condition was stable.